Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient tripped on the mobile power unit cord and unplugged it from the wall while connected causing a no external power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm events was confirmed with the submitted log file. The log file captured three no external power alarm events on (B)(6) at 9:36 pm, 9:40 pm, and 10:29 pm. According to the voltage values, there was a loss of power from the mobile power unit and the system controller reverted to the internal 11v backup battery for power. Power was restored from the mobile power unit after each event and the alarms cleared. The system operated within the stored patient speed value (5,300 rpm) and low speed value (5,100 rpm) for all events. It was noted the log file was retrieved from system controller (serial # (B)(6) ). Additional information communicated on 10aug2021 indicated the patient reports tripping on the mpu cord resulting in the plug to be disconnected from the a/c outlet. Additional information communicated on 03sep2021 no equipment will be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on 14oct2020. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.